Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes, anxiety, thyroiditis, thyroid mass, asthma, gastroesophageal reflux disease, seasonal allergic rhinitis, fatigue, polyarthralgia, fibromyalgia, arthralgia multiple, multi gravida and parity 2. Concurrent conditions included dysmenorrhea, anxiety, hypertension, obesity, uti, shakiness, panic attacks, shortness of breath, headache, dysuria, cervicalgia, urinary frequency, cough, wheezing, pharyngitis, graves' disease, thyroiditis, hot flashes, weight gain, night sweats, genital labial cyst, rash, pruritus, dermatitis, depressive disorder, breast discharge, dysfunctional uterine bleeding, back pain, abdominal tenderness, swelling nos, nipple discharge, spotting vaginal, numbness, ovarian cyst, vaginal bleeding, menstrual disorder, unilateral leg swelling, congestion nasal, upper respiratory tract infection, fever, vaginal discharge, vaginal irritation, yeast vaginitis, sore throat, sinusitis, pleurisy, joint pain, poison ivy rash, yeast infection, chills and vaginal candidiasis. Concomitant products included alprazolam (xanax), celecoxib (celexa), ibuprofen, ibuprofen (motrin), levonorgestrel (mirena), medroxyprogesterone acetate (depo provera) and paracetamol (tylenol). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding,"), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, allergy to metals, fatigue, alopecia and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, fatigue, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy note: patient is g3 p2 ab 1 vaginal deliveries status post essure ((B)(6) 2015) with mirena insertion ((B)(6) 2015) d/t essure not fully effective. Date of hysterectomy(ies) and name of hospital where performed: have not received a hysterectomy. Date(s) of insertion: (B)(6) 2015 (as per pif, discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: right fallopian tube remains patent,occluded left fallopian tube with micro coil inserts, normal contour uterine cavity; on (B)(6) 2015: persistently patent right fallopian tube. Left tubal occlusion with essure micro-inserts. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, hair loss, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: pfs received: case become serious incident, essure removal date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.